Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient the device was not working due to normal battery depletion. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient never experienced therapeutic effect and that the ¿device never really worked¿. It was discussed wit the hcp the difference between the implant not working and therapy not working. It was noted that the patient did not have programmer. The reporting hcp was redirected to follow up with the patient¿s managing hcp to have the implant checked. Additional information received from the patient on sept. 16, 2019 reported that they had the device turned off in april because it was no longer working. There were no further complications reported or anticipated.